Event description:
It was reported that during knee scope procedure, the handpiece was hot to the touch when being used. No delay and a back up was available to complete the procedure. No other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H10 h3, h6: the reported device, used in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection was performed on the product and no issue was observed. Complaint of overheating was confirmed. Product failed functional testing with a short circuit error in port a only. Test handpiece overheated when connected to control unit. Cause of errors is a defective electronic component. Product passed functional testing with a known good main pcb installed. The complaint was confirmed and the root cause has been determined to be a defective electronic component. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue.